Manufacturer narrative:
Cont. H.6. Health effect f1903 - device explantation. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "following mammogram we have been advised that the implants are showing irregularities and possibly broken? Yet again," this record relates to the right side. The device has been explanted.